Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported speaking with patient and his wife regarding maximum settings message on handset when attempting to increase stim. Patient reinserted batteries and tried other groups and still got the same message. Additional information was received from the manufacturing representative. The cause was determined to be high impedance of 40,000 on electrodes 10,11,12. Issues resolved by programming around impedances. Information was confirmed by the physician.